Event description:
Per cnss communication regarding sq remodulin ms3 pt: "I received a text message this morning from pt's mother letting me know that she performed a syringe change on sunday (B)(6) 2023 at 6:30pm. She states at (B)(6) she heard a beep and the pump was saying stopped. She does not know exactly how long the pump stopped for. When I spoke to her at 7:50am this morning, she said pump was running and she's experienced no further issues. Pt's mother states her daughter did not experience any side effects; she is acting normal and is at baseline. Pt's mother then called me at 2:30pm to let me know that pt's subcutaneous site to right arm was accidentally pulled out. Pt's mother asked me to perform, a video conference and watch as she planted new sq site. New site placed to pt's left arm, secured with IV 3000. Pt's mother primed the cleo tubing connected to new sq site. Pt's mother also showed me that the pump was running at current dose of 0.02ml/hr. Did the pt have a backup product they were able to switch to? Yes, but unk if pt switched to backup device. Was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes, what is the outcome of the event? Resolved. Pt's mother also sent me pictures of the running pump. In person visit scheduled for tomorrow, tuesday (B)(6) 2025. Pump serial number is unk; no add'l info details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk; pump return tracking info is not available. Photographs were provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes. Did pharmacy replace the product? No. Reported to (B)(6) by health professional.